Event description:
It was reported that during reprocessing the megasuturecut needle driver instrument, it was noted that the wires at the distal end of the instrument were broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the grip cable was broken. The broken cable section stuck out at the wrist. The idler pulley rim and face exhibited damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.